Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to gradual increased in threshold measurements. This rv lead was replaced with different model. No additional adverse patient effects were reported.